Manufacturer narrative:
(B)(4).

Event description:
It was reported via merlin.net transmission that the patient experienced nsvt episodes on egm which showed to be invalid. Reprogramming was recommended. The patient was fine.